Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with tandem technical support the customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 427 mg/dl. The customer administered a manual injection to address blood glucose.